Event description:
It was reported that the titanium adaptor and minicap transfer set became disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the event occurred on an unspecified date in (B)(6) 2014. As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).